Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that tip broke during the cataract [with intraocular lens (iol) implant] surgery. The surgery was completed after replacing the tip. There was no patient harm.

Manufacturer narrative:
One opened broken phaco tip without a wrench, in a bag was received for the report. Sample was visually inspected and found to be nonconforming, phaco tip was broken at the cannula area closer to the back hole end. Breakage is very jagged. Wall thickness is very uneven. Thin walls on one side and thicker walls on other side, on both pieces at break area. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phaco tips. An investigation has been initiated and is currently in progress, to further investigate the broken phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).